Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted the mesh had completely slid into the new hernia site. The hernia site was completely encased with small bowel, densely adherent to the previous mesh, at a point that would be very dangerous to try to dissect laparoscopically. It was reported that the patient experienced severe pain, nausea and inflammation. No additional information was provided.